Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving fentanyl via an implantable pump. It was reported that the patient was admitted to the hospital today suffering "acute withdrawal" the healthcare provided stated that the patient has rapid breathing, high blood pressure, not mentally stable and, was not able to answer questions. The hcp wanted the pump checked so the technical services (tss) connected the hcp to the national answering service (nas).